Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693565 lead, implanted on (B)(6) 2013. Dtbb1d1 ICD, implanted on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient came to the emergency room following seizure/cardiac arrest. A remote monitoring transmission showed right atrial lead undersensing and a decrease in sensing p waves. The patient continues to be monitored by the physician. The lead remains in use. No further patient complications have been reported as a result of this event.